Manufacturer narrative:
(B)(4). Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the stylet inside and the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed stylet insertion and electrical testing. Laboratory analysis was unable to confirm the reported allegation of helix extension/retraction issues, the helix mechanism passed testing. None of the reported malfunction allegations were confirmed, as lead passed all testing performed.

Event description:
It was reported that this right ventricular (rv) lead was surgically replaced due to dislodgement, high pacing thresholds measurements, low amplitude/poor morphology, decreased sensing and decreased impedance. This lead was returned. No additional adverse patient effects were reported.